Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. The manufacturer¿s field service engineer (fse) confirmed the reported power status failure issue. The fse replaced the power switch overlay. The unit was checked overall, cleaned, and functionally tested, and no abnormality was confirmed.

Event description:
The customer reported a power status failure. There was no patient involvement.